Event description:
It was reported that the patient experienced bradycardia. The device reached end of service (eos) and there was a pacing problem and could not capture. The implantable pulse generator (ipg) was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.